Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. Functional testing confirmed the pump was alarming error code 41171 in red screen. The investigation determined that an inoperable microprocessor board was the cause of the reported issue. The microprocessor board was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited ec 41171. No patient was involved in this event. No adverse effects were reported.